Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a subsequent revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones and a red alert had been generated due to a shock impedance measurement of 140 ohms. It was noted that the beeper for lead measurements was off. Therefore, the beeping was suspected to be due to battery voltage recovery. A download of the device data was performed and evaluated by a boston scientific engineer. The engineer confirmed the current battery phase was one year; however, the device did trip elective replacement indicator (eri) so the beeping was likely due to eri and then reverting back. No adverse patient effects were reported.